Event description:
It was reported at device change out due to normal eri. During dft testing output anomaly was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.